Event description:
It was reported that pump displayed malfunction code 12 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset it without recurrence of malfunction code, and was advised to continue using pump and call back if issue occurred again.